Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that a foreign matter was present on the device. A 4.00 x 12mm synergy ii stent was selected for use. During preparation, when the physician took the protective sheath off from the device, it was noted that there was something "suspicious" on the stent. The procedure was completed with a different device. No patient complications were reported as the device did not enter the patient's body.

Event description:
It was reported that a foreign matter was present on the device. A 4.00 x 12mm synergy ii stent was selected for use. During preparation, when the physician took the protective sheath off from the device, it was noted that there was something "suspicious" on the stent. The procedure was completed with a different device. No patient complications were reported as the device did not enter the patient's body.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. A 360-degree review of the stent was carried out both visually and microscopically and no foreign matter was noted on the stent. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).